Manufacturer narrative:
Pr 9609559 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0501. Patient problem code: f24 h3 other text : see manufacture narration.

Event description:
It was reported by customer that I am reaching out to you in regards to an issue that 3 of our pulmonary critical care providers have brought to my attention involving the thora/para drainage trays (otp5000sp). They are having issues with the tube collapsing on itself which then requires them to obtain a 2nd kit to use in the middle of procedures. Verbatim: rcc received a complaint via email. Email(s) attached. I am reaching out to you in regards to an issue that 3 of our pulmonary critical care providers have brought to my attention involving the thora/para drainage trays (otp5000sp). They are having issues with the tube collapsing on itself which then requires them to obtain a 2nd kit to use in the middle of procedures. Have you heard any other complains or issues related to this?

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported by customer that I am reaching out to you in regards to an issue that 3 of our pulmonary critical care providers have brought to my attention involving the thora/para drainage trays (otp5000sp). They are having issues with the tube collapsing on itself which then requires them to obtain a 2nd kit to use in the middle of procedures. Verbatim: rcc received a complaint via email. Email(s) attached. I am reaching out to you in regards to an issue that 3 of our pulmonary critical care providers have brought to my attention involving the thora/para drainage trays (otp5000sp). They are having issues with the tube collapsing on itself which then requires them to obtain a 2nd kit to use in the middle of procedures. Have you heard any other complains or issues related to this? Follow-up: customer response on (B)(6) 2024 : 1. Can you please provide a exact date of event? I do not have exact dates. I just know it has occurred a few separate times with 3 different physicians reporting issues. 2. Total number of events? 3+ 3. Did the event directly, or indirectly involve a patient or user? If yes, what was the impact to the patient? Yes, this occurred during procedures. It required them to obtain another kit to complete the procedure. 4. Total number of patient involvement? ? 5. Was there any medical intervention required including diagnostics, procedures, and treatment delay? Not necessarily that impacted the patient. 6. How were bottles stored before use? In our supplies. 7. Can you please provide the lot number associated with reported issue? No the packages were not saved and this was reported to me after the fact. 8. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? No unfortunately not. 9. Did the tubing became disconnected during use at any junction? No.